Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the patient's permanent implant procedure on (B)(6) 2017, the set screws came out of the ipg header. As the physician was backing out the set screws before inserting the lead into the header, the set screw came out of the header when he removed the torque wrench. The physician decided to replace the ipg with another one without issue.